Event description:
A stuck sensor tip was reported with the abbott diabetes care (adc) device. The customer experienced a stuck sensor tip in their skin and had contact with a healthcare professional (hcp) who removed the sensor tip. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug was fully seated. Severed sensor tail was observed. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on returned applicator and no issues were observed. The applicator had been fired correctly. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor pack and observed minor damage to the transition features. Lid was completely peeled off. Platform was sliding up and down completely. Minor damaged transition features do not impact on the platform functioning. An extended investigation was further performed. Visual inspection was performed on the returned sensor. The inspection revealed that the sensor tail, protruding from the sensor plug was severed. While the sensor tail was observed to be broken, dhrs (device history review) was reviewed and there was no indication that the product did not meet specification, and no anomalies identified. Further investigation was performed by reviewing the initial scan. Sensor state 5 with event code 3 at timestamp 20812 and event code 4 at timestamp 21532 were observed, indicating normal sensor termination without any error, the customer successfully obtained readings for 14 days and therefore could not have sustained the severed tail prior to this point. The combination of in process quality checks and the fact that the sensor was used successfully for few days means that the severed tail could only have been sustained upon removal from the user. It was believed that the cracked sensor neck observed during investigation occurred post-wear as the sensor was received in state 5 which is an indication of normal sensor termination. Applicator was observed to have fired correctly and sensor pack lid completely peeled off. There is no evidence of a product malfunction, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A stuck sensor tip was reported with the abbott diabetes care (adc) device. The customer experienced a stuck sensor tip in their skin and had contact with a healthcare professional (hcp) who removed the sensor tip. There was no report of death or permanent impairment associated with this event.